Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be determined through this evaluation. The controller event log file contained relevant data from 20sep2022 through 22sep2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that hm3 lvas, serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), cardiac arrhythmia, hemolysis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was newly implanted on (B)(6) 2022. The patient had a significant acute kidney infection with vasoplegia post implant on (B)(6) 2022 and lactate peaked at 10. Urine output was suboptimal despite aggressive attempts to diurese. Overnight, oxygen requirements increased and the patient experienced atrial fibrillation that transitioned to ventricular tachycardia and ventricular fibrillation that required shocks by their implantable cardioverter-defibrillator and external shocks. The patient experienced worsening oxygenation and lower o2 stats. The arrhythmia did not result in clinical compromise and the patient had a history of aflutter prior to implant. A transesophageal echocardiogram showed bi-ventricle (biv) enlargement and the patient was taken to the operating room early that morning on (B)(6) 2022 for right ventricular assist device (rvad) placement. Lactate continued to improve however, lactate dehydrogenase was 5,455 and liver function tests were dramatically worse. The patient had moderate right ventricular failure prior to implant. The log files captured multiple low speed advisories that were due to the pump speed being briefly set below the low speed limit. There were no other unusual events recorded in the log file event history. The device operated as intended. Continuous renal replacement therapy (crrt) was started and the patient progressed with continued liver failure, kidney failure, and biv failure, arrhythmias persisted and the patient's family decided to withdraw care on (B)(6) 2022. The death was not considered to be a device related, the device operated as expected, and the device will not be returned for evaluation.